Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an open irritation under the electrodes. The irritation was described as open sores. The patient's physician recommended a cream for the sores. Follow-up indicated that the sores were still present.